Event description:
The customer observed a falsely elevated architect stat highly sensitive troponin-I for a male patient. The following results were provided (reference range female > 15.6 ng/l, male > 34.2 ng/l): initial troponin result= 16.5 ng/l; repeat result= 2992.9 ng/l. Updated information was provided: sid (B)(6). Additional repeat results 14.2ng/l, 13.6ng/l and 12.9ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Update to sections a1 - patient identifier and b5 - describe event or problem. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat highly sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75703ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of architect stat highly sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat highly sensitive troponin-I reagent lot 75703ud00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 2r98, troponin-I stat high sensitivity, with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I for a male patient. The following results were provided (reference range female > 15.6 ng/l, male > 34.2 ng/l): initial troponin result= 16.5 ng/l; repeat result= 2992.9 ng/l. There was no impact to patient management reported.